Event description:
The date above is only the most recent problem. I recently received through medicare a new 780g pump with guardian 4 sensors designed to control blood sugars. I have had this pump for a little over four months. I have used an insulin pump for 8 years. The guardian 4 sensors that go with this pump are a problem. I have wasted at least two every month because they are so difficult to insert, and medtronic refuses to replace guardian four sensors if more go out than medtronic policy allows. It's not my fault these guardian 4 sensors have a poor and dangerous design. These guardian 4 sensors, coupled with the 780g pump, should be tested to ensure they work properly. They have allowed my sugars to go above 280 and remain there for 4/5 hours and there is no way for me to give additional insulin unless I turn off the sensor. The pump does not do what it is purported to do, so the insulin should be adjusted so the sugars remain within the parameters set up by the doctor. They also allow the pump to go below 60, which has given me more insulin reactions in the last four months than I have had in the last four years. I used two boxes of glucose gel at that time, and I only ordered glucose gel every year. I'm just fed up with medtronic not replacing the bad sensors, which go into an updating mode and stay there for 3 hours, and the bulky, unbelievable way these sensors have to be inserted if you live alone...you cannot insert them in your arm which is the preferred place. Reference report: mw5161855.